Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that myocardial infarction and restenosis occurred. On (B)(6) 2024, the mid left anterior descending (lad) to distal lad was treated with a 2.50 mm x 20 mm agent dcb balloon. On (B)(6) 2025, the patient was presented to the hospital for small bowel resection and developed chest pain with increased troponin values for which heparin and plavix medications was administered. At the time of the event, the subject was on aspirin and clopidogrel which were continued. Laboratory examination noted troponin t. Based on the symptoms and diagnostic findings the patient was diagnosed with nstemi (non-st elevation myocardial infarction). On (B)(6) 2025, 85% in-stent restenosis from mid lad to distal lad was treated with balloons and implanting a 2.00 mm x 26 mm non-boston scientific drug eluting stent. Post revascularization, the residual stenosis was 0% with timi flow 3. The event was considered to be resolved/recovered, and the patient was discharged from the hospital on dapt (dual antiplatelet therapy).